Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose event. The paramedics were called. Customer bolused using the sg number. The paramedics treated with glucagon shot and soda. Nothing further reported.